Event description:
As reported by the sales rep per the user facility. After removing syringe from y site of the set, fluid leaked out of the y site. The fluid administered by the syringe was a radioactive isotope, this spilled onto the treadmill and the pt stepped in it. Customer did not have the sample. Additional info provided by the facility indicated no one suffered any adverse sequela associated with the reported incident. When the technician removed the syringe from the valve there was a temporary spurt of splash back from the valve. The leak was minimal and was cleaned up immediately. The room did not need to be shut down. The actual sample was discarded and will not be returned for eval. It was reported the product is new to the facility. There have been no further reported incidents. The syringe the facility is using to access the valve is a 3 cc bard syringe. Since the facility has had no further incidents occur and the product is new to them, they have declined to return any unused samples of either the valve or the syringe. If the incident recurs the facility will send the sample and the syringe for eval.

Manufacturer narrative:
The actual device and the actual mating bard 3 cc syringe involved in the incident were discarded and were not made available for the manufacturer to be evaluated. Although no inventory remains of the reported lot, the house retains for the reported lot were visually evaluated and physically pressure tested per specification. The house retain samples passed all visual and physical testing per quality specification. The house retain samples were then functionally tested to simulate usage in the reported incident. The sets were spiked into a bag of saline and hung at a height of approximately 5 ft. The sets were primed and the valve on each set was accessed with a b. Braun 10 ml syringe which met (b)(46) taper standards. The y-site valve is designed for use with iso (B)(4) compatible luer tapers. After disconnection of the syringe from the valve, the valve returned to the closed position. No leakage was visually detected at the valve on any of the house retain samples. This condition reported by the facility can occur when a male luer is over-tightened onto the female luer of the valve, or when a luer exceeding (B)(6) standards is used, forcing valve septum below the port to body transition. This may cause the piston to temporarily stick in the open position before closing and release a small amount of fluid. Since the actual valve sample was not available to evaluate and the mating 3 cc bard syringe was not returned to determine if the syringe taper met iso (B)(4) standards, no specific conclusions can be drawn. A device history record review was performed for the reported lot, with no non-conformances noted. There have been no other reports of this nature against the reported finished catalog number or the reported lot number. We continuously monitor product incident reports to identify trends which might affect our products. No adverse trends have been identified with the reported product. If any pertinent info becomes available or if samples are received for eval, a follow-up report will be filed.